Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018 with high impedance on the right ventricular lead. The impedance had been gradually increasing from (B)(6) to (B)(6) 2018. The lead stimulation threshold had also gradually increased. No intervention was performed and the patient will be followed normally.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that the patient's right ventricular lead exhibited high pacing impedance on (B)(6) 2019. Lead replacement was discussed. The patient was stable and did not experience any adverse event.